Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, the customer reported consuming food with high levels of carbohydrates, and experienced a blood glucose (bg) level of 451 mg/dl. The customer used the pump to delivered a correction bolus. Recommendation was made to consult with health care provider regarding diabetes management.